Event description:
It was reported that the 9600 system would not boot up and monitor would not work prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The esd kit was installed. The motherboard and auxiliary interface board were replaced during the svc call. The system was tested and found to be working as intended and put back into svc.